Event description:
Customer called to report they were hospitalized for low blood glucose. They were hospitalized 2 weeks prior. Customer is off the pump, troubleshooting found that time/date correct in pump but that last bolus was may 25. Alarm history does not show any issues. However customer had off/no power alarm on june 6. Customer states that they use pump daily. Reviewed basil rate and they doe not know if values are correct.